Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the e-100 generator to resolve the firing issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The e-100 generator was installed onto the test system and powered up normally. The instrument port was found to be loose, causing an intermittent connection to the vessel sealer. The e-100 was still able to receive and deliver energy when a complete connection could be established. Functional test was completed in full after firing with yellow pedal/sync activation and cut/seal about 100 times with a saline dipped gauze.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, customer reported an e-100 generator issue. Technical support engineer (tse) stated the customer was not in the room at the time of the issue but said that the or staff tried power cycling the e-100, as well as tried 3 different vessel sealer extend instruments with no resolve. The customer connected the vessel sealer to the erbe generator, and the vse started working without issue. The case was completed as planned. The procedure was completed with no reported injury.